Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 120 mg/dl. The customer stated that the display did not return and screen lights up and nothing on the screen still, screen display lit up, everything was black, fades. The troubleshooting was performed and was advised to insert the new battery. Customer stated that the display did not return. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump had blank display due to corrosion on lcd board. Unable to perform idle current test, run current test, self test, off no power test and displacement test due to blank display. Insulin pump had corroded motor home switch.